Event description:
It was reported that the pressure value displayed was abnormally low on the first day of use. The actual vs. Expected values were not available. The unit zeroed without problems. It could not be confirmed whether there was any leakage or if the waveform was normal . No patient injury was reported.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received a flothru dpt with stopcocks at both ends of the dpt for examination. The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing showed that the dpt electronic components were intact: both input and output impedance were within specifications. Zero-offset also met specification, per the instructions for use. Corrosion was observed at the contact plates of the dpt cable connector. It appeared that the corrosion caused by moisture or liquid (saline) during use had caused an electrical short condition with an inability to sense pressure. The complaint was confirmed, but there is no evidence of a manufacturing nonconformance. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.